Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the small keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluate the removed small keypad and unable to duplicate the issue. A further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device's charge button is not responding. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's charge button is not responding. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.